Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was replaced and the new device has not had successful transmissions sent to the patient database. The device is still in use. No patient complications have been reported as a result of this event.